Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
It was reported that insulin leaked out from the connector of the infusion tubing. Patient was vomiting. Blood glucose reading obtained on aviva combo was 24.0 mmol/l. Patient was taken to hospital via ambulance. Blood glucose reading was taken on unknown professional meter and result obtained was 24.3 mmol/l. Patient was hospitalized and diagnosed with ketoacidosis; ketone level was 6.7. Patient was provided with insulin; name, type and amount are unknown. Patient is still in hospital. The lot number of the infusion set was not provided. The infusion set was requested to be returned for product evaluation.